Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1102 ((post) check vent: primary alarm failed). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device evaluated/repaired; however, it could the customer rejected the quote. No further actions were taken by philips to resolve the issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved, or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.